Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The functional testing could not be completed due to the blank display. A loose and flush drive support cap was noted. The insulin pump had cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner, scratched reservoir tube window, stained end cap sticker and a scratched case.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and had a protruding drive support cap. The customer's blood glucose was 55 mg/dl. The customer was advised to disconnect from the insulin pump. He stated that the device had not been dropped or bumped prior to the alarm occurring. He did not recall pressing the drive support cap while connected to the insulin pump. He was advised that, during seating, the force sensor may not have detected the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.